Event description:
It was reported the patient experienced discomfort at the midline incision site. Surgical intervention took place on (B)(6) 2026 wherein the leads were re-tunneled deeper to address the issue.

Manufacturer narrative:
Date of event.